Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2023 was used as estimate.

Event description:
It was reported that, for the past months, this inflatable penile prosthesis (ipp) periodically would not deflate. The issue was confirmed in clinic; however, a few days later, the patient informed to the physician that the ipp started working properly. Two weeks later, a surgical procedure was performed to replace the components; upon explant no device issues were identified. The chronic reservoir was left in place on right side, and a new one was added to the system. The cylinders and pump were removed and replaced. There were no patient complications reported.